Manufacturer narrative:
(B)(4). Failure to follow steps/instructions was added to address the use of only one proglide device with the pre-close technique for a puncture site that was upsized to 16f. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional coarctation stenting procedure. Reportedly, the sutures would not come out the tip of the device. The sutures were cut, the guidewire was re-inserted and pressure was applied to the puncture site. One end of the suture had a portion of the needle still attached and this is what stuck in the port of the device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 16f and the coarctation stenting procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and minimal manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the needle of the first proglide device appeared to have fractured. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. Reportedly, only one proglide device was used, instead of two devices, with the pre-close technique for a puncture site that was upsized to 16f. It should be noted that the perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is possible that the IFU deviation contributed to the failure to achieve hemostasis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.